Event description:
The initial reporter stated they received discrepant results for three patient samples tested with ise indirect na for gen.2 on a cobas 8000 ise module. No questionable results were reported outside of the laboratory. The reporter also noted they have been having issues with external quality controls tested on the analyzer. The first sample initially resulted in a na value of 153.9 mmol/l. The sample was repeated twice on the same analyzer, resulting in values of 162.8 mmol/l and 156.6 mmol/l. The sample was tested in a second laboratory with an unknown method, resulting in a value of 155 mmol/l. The second sample initially resulted in a na value of 145 mmol/l and it repeated on the same analyzer as 160 mmol/l. The sample was tested in a second laboratory with an unknown method, resulting in a value of 159 mmol/l. The third sample initially resulted in a na value of 146.2 mmol/l. The sample was repeated twice on the same analyzer, resulting in values of 165 mmol/l and 143.9 mmol/l. The na electrode lot number and expiration date were requested, but not provided.

Manufacturer narrative:
Initial reporter phone number was provided as (B)(6).

Manufacturer narrative:
The first sample was initially tested on (B)(6) 2023. The repeat na value of 156.6 mmol/l was measured on (B)(6) 2023. The second sample had an initial na value of 145.3 mmol/l on (B)(6) 2023 and the repeat value of 160.0 mmol/l was measured on (B)(6) 2023.

Manufacturer narrative:
The field service engineer found a pipette screw loose. Precision studies showed good performance. During sample processing, ise noise alarms occurred. Ise check and calibration results were not acceptable. The engineer changed syringe seals, pinch valves, and the sample pipette. Nozzles, a sensor, a solenoid, and pump packing were also changed. After these actions, an ise check, calibration, controls, and precision studies showed good performance. No further issues occurred after these actions. The investigation could not identify a product problem. The cause of the event could not be determined. The service actions resolved the issue.